Manufacturer narrative:
Section d9: device available for evaluation: yes. Date returned to manufacturer: 06 dec 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: a customer provided photo was received, however, the product evaluation was performed on the product received for a more accurate product evaluation. Visual inspection under magnification revealed that the lens was cut in half, which is consistent with a lens that was explanted. Part of the lens was torn off (lens damage) from the lens optic however the lens haptic was observed to remain intact with the torn lens piece, and remained inside the cartridge tip. Scratches and damage were also observed on lens optics. The torn part of the lens was removed from the cartridge tip, and the complaint simplicity was disassembled and inspected under magnification, and no issues were identified with the complaint simplicity. The complaint issue ¿haptic detached¿ was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy implant/explant date: not applicable, as lens was not implanted. Initial reporter telephone number: (B)(6). It was indicated that the device is not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the lens was inserted into the patient's eye, doctor confirmed that one haptic is separated from the optic. Lens partially inserted into the eye. The iol was cut in half and removed from the eye.